Manufacturer narrative:
Device evaluation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue of a peep (positive end-expiratory pressure) failure was not reproduced. The issue with the transducers not calibrating is due to a dislodged ribbon cable connection to the power driver.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that water got into the gde of the avea ventilator and the unit displays high peep and vt during checkout. The transducers do not calibrate as well. The customer confirmed that there was no patient involvement associated with the reported event.